Event description:
It was reported that the patient presented for an unrelated procedure. Upon interrogation, the right atrial lead exhibited oversensing noise which resulted in inappropriate automatic mode switch (ams). The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout